Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. A22173) for female sterilisation. The patient had a medical history of anxiety, abdominal pain, vaginal delivery, parity 5, multi gravida, rash, depression and skin irritation. Previously administered products included: mirena. The patient had a family history of diabetes, hypertension and coronary artery disease. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2575 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic salpingectomy and essure device removal hysteroscopy diagnostic). The reporter considered medical device removal to be related to essure administration. The reporter commented: right: 4 coils left: 1 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2019: probable post surgical occlusion of bilateral fallopian tubes. Probable left ovarian/adnexal cyst. Diffuse fatty changes of the liver without focal lesion. Normal size appendix. Under distention of colon with scattered stool. Diverticulosis without evidence of diverticulitis or abscess [hysterosalpingogram] on (B)(6) 2013: bilateral blocked fallopian tubes consistent with proper essure placement. [Pathology test] on (B)(6) 2020: gross description: left fallopian tube and essure device- a 2.0 cm length x 0.2 cm diameter metallic coiled rod is present within the proximal lumen and is grossly consistent with an essure device. Right fallopian tube and essure device- 2.5 cm length x 0.2 cm diameter metallic coiled rod is present within the proximal lumen and is grossly consistent with an essure device [pregnancy test] on (B)(6) 2013: negative [x-ray] on (B)(6) 2013: bilateral blocked fallopian tubes consistent with proper essure placement a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. A22173) for female sterilisation. The patient had a medical history of anxiety, abdominal pain, vaginal delivery, parity 5, multi gravida, rash, depression and skin irritation. Previously administered products included: mirena. The patient had a family history of diabetes, hypertension and coronary artery disease. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2575 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic salpingectomy and essure device removal hysteroscopy diagnostic). The reporter considered medical device removal to be related to essure administration. The reporter commented: right: 4 coils left: 1 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2019: probable post surgical occlusion of bilateral fallopian tubes. Probable left ovarian/adnexal cyst. Diffuse fatty changes of the liver without focal lesion. Normal size appendix. Under distention of colon with scattered stool. Diverticulosis without evidence of diverticulitis or abscess [hysterosalpingogram] on (B)(6) 2013: bilateral blocked fallopian tubes consistent with proper essure placement. [Pathology test] on (B)(6) 2020: gross description: left fallopian tube and essure device- a 2.0 cm length x 0.2 cm diameter metallic coiled rod is present within the proximal lumen and is grossly consistent with an essure device. Right fallopian tube and essure device- 2.5 cm length x 0.2 cm diameter metallic coiled rod is present within the proximal lumen and is grossly consistent with an essure device [pregnancy test] on (B)(6) 2013: negative [x-ray] on (B)(6) 2013: bilateral blocked fallopian tubes consistent with proper essure placement lot number: a22173 manufacture date:2012-08 expiration date: 2015-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.